Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 550 mg/dl; cause was unknown. The customer cursed out tandem technical support (cts) and declined assistance and follow up from tandem technical support regarding the issue. No additional patient or event information was available.